Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reset the system. The system was found to be working as intended. The system was put back into service.

Event description:
The customer reported "machine is getting hanged". This indicates that the system locked up. There is no report of death or serious injury.